Event description:
New information notes the oversensing of the lead resulted in inhibition of pacing. The patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited oversensing. The lead was capped and replaced.